Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported having low blood glucose. The blood glucose reading at time of the call was 29mg/dl. The customer stated that he ate a peach and ten minutes later his glucose level was 35mg/dl. Advised customer to drink a soda, juice, or eat a candy bar. While his son went to the store to buy the items the paramedics were called. The customer ate the candy and drank the soda, and his blood glucose was 78mg/dl. During the processes, the paramedics arrived and treated him at the scene. No further information was provided.